Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an echocardiogram revealed moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty was performed with no change in the pvl. A second valve was implanted successfully inside the first, improving the pvl to a mild-moderate level. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that after the first device was implanted, the paravalvular leak (pvl) was severe.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.